Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 810:40 in the event history. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
The device was evaluated at a baxter service center. The reported condition of failure code 810:04 was confirmed. Failure code 810:04 occurs due to the air in line printer circuit board being out of specification. The device was repaired and returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. Notification of this issue was sent to customers on 03/15/2006.